Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-13894. It was reported that the patient presented via remote transmission. Review of the transmission revealed that there was noise on the right ventricular lead, which was oversensed as an episode of ventricular fibrillation, leading to inappropriate anti-tachycardia pacing being delivered. Additionally, the right atrial lead exhibited lead noise causing inappropriate mode switches. No intervention was performed. The patient was in stable condition.